Event description:
Subsequent to the previously filed report, additional information was received indicating that post procedure on (B)(6) 2012 the patient's creatine kinase mb went from 3.8 to 4.8 ng/ml (upper limit of normal 5.2). There was no treatment provided and the condition resolved the same day.

Event description:
It was reported that the absorb scaffold shifted proximally in the left anterior descending artery due to the patient taking a deep breath during deployment of the scaffold at 12 atmospheres. The physician indicated that the scaffold was deployed without any device issues. Another absorb scaffold was implanted to completely cover the lesion at 12 atmospheres. There were no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dil cath: trek 2.5x15, nc trek 3.0x15, nc trek 3.25x15. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. This event is being filed for the movement of the scaffold that occurred during deployment. Though the device, absorb bioresorbable vascular scaffold (bvs) system, is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product is based on the xience v stent system predicate device that is determined to be the same and similar to the delivery system of this (bvs) device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).